Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited a high shock lead impedance measurement. All other measurements were normal. This lead remains in service. No adverse patient effects were reported.